Event description:
It was reported that during a da vinci si myomectomy procedure, an internal cable of a vessel sealer instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The cable assembly was found broken at the snake wrist. The broken cable segments were in various lengths. Motion was no longer intuitive due to the cable breakage. Heavy biodebris was found at the grip assembly. The instrument was returned with zero uses. An additional observation not reported was the instrument snake wrist was dislodged. A disc of the snake wrist was dislodged from tube adapter. Failure analysis concluded the damage was likely due to mishandling / misuse. Remote fe data showed jammed blade errors followed by homing fail logs. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and dislodged snake wrist ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.